Manufacturer narrative:
The insulin pump passed functional testing including the operating currents test, self test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. No blank display anomaly noted. However, the insulin pump was received with cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 514 mg/dl. The customer stated that the pieces of cap are missing and crack on battery cap and battery compartment entrance. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 514 mg/dl. The customer was treated for high blood glucose with bolus through pump.